Manufacturer narrative:
(B)(4). The device and electrodes have not been returned to physio-control for an evaluation. The biomedical engineer tested the device and therapy cable and could not reproduce the reported issue. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the device would not detect that electrodes were connected. The device gave a "connect electrodes" message even though the patient was connected to the device. The customer advised physio this was the second device used that experienced the reported issue. A third device was retrieved and used successfully for the remainder of the patient event. The customer was unsure if new electrodes were used with the third device. The patient, a (B)(6) male, survived the event and there were no adverse effects to the patient as a result of the reported issue.